Manufacturer narrative:
Results: brake ring weldment.

Event description:
It was reported by service report that the stretcher brakes were not holding. There was patient involvement; however, no adverse consequences were reported.